Event description:
It was reported that a patient had a loss of therapeutic effect, the implantable neurostimulator (ins) was moving around a little, and the ins was ¿not flipped too much.¿ the flipped device was not confirmed. Diagnostic testing and troubleshooting included impedance testing, x-rays, and reprogramming. Upon viewing the x-rays, the anterior-posterior and lateral views looked fine. The doctor¿s original plan was to modify the pocket and check and replace the lead as it was initially thought the lack of efficacy might be due to the lead. The impedance was checked pre-operatively showing high impedances; impedances on the case, and electrodes 0, 1, 2, and 3 all tested normal, but when the bipoles were tested, the case was fine but electrodes 0,1, 2, and 3 all tested high. The bipoles were tested three times and all had the same results. The doctor wanted to check the lead in the operating room, the patient was awake under lighter anesthesia, and the lead showed proper motor and sensation. When the ins was pulled out, there was not a lot of twisting. The impedance was tested on the lead using a j-hook, and there was a perfect response from the bellows and toes and perfect motor on all four electrodes. The doctor determined that the issue must be related to the ins. Another ins was put on the lead, impedance was checked, impedances were found to be normal and it was working properly. The device was turned up until the patient could feel the device to make sure the sensation was comfortable. The patient had a proper response and stimulation was felt in the right location. There was a revision, explant, and replacement. The product issue was resolved and the patient status was noted as no injury.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-33, lot# va0kyhy, implanted: (B)(6) 2014, product type: lead. (B)(4).